Manufacturer narrative:
(B)(4). Date sent: 12/28/2023. B3: unknown, assumed first day of month that complaint was reported. D4: batch # unk. Additional information was requested and the following was obtained: "additional information received 1 dec 2023 "what was the issue with the pouch? Pouch tore while attempting to extract device with specimen. Did any part of the torn pouch fall into the patient? UK- however not was not indicated as a problem if so, was the part retrieved? UK. If a part broke off of pouch, is the part and the rest of the device being sent back for analysis? Na. Or was the torn portion disposed of disposed. Is the current patient status known? Patient is well no consequence. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). No consequence, none of the above. " attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the pouch experienced an issue. No further information was provided.